Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the glucose sensor failed after showing only a ¿high¿ reading and then stopped working completely. About one hour after the failure, the patient began experiencing symptoms of severe hyperglycemia, including nausea, repeated vomiting, excessive urination, weakness, and a general feeling of being very sick. She administered 20 units of insulin by injection, but her condition continued to worsen, resulting in hospital admission. She confirmed using the manual glucometer and reported high readings, though she was unable to recall specific values. At the hospital the patient was treated with IV fluids and an insulin IV and remained hospitalized for approximately one week. Upon discharge, the patient stated she was feeling better and stable, with no ongoing symptoms of hyperglycemia. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.